Event description:
When the pump was being moved, the electric cord came into contact with a metal IV pole causing two bursts of flames and burned a hole through the cord. Dates of use: (B)(6) 2017. Event abated after use stopped or dose reduced? Yes. Is the product compounded? No. Is the product over-the-counter? No.